Manufacturer narrative:
Patient codes: 1964 labeled. (B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. The reported patient effects of mitral regurgitation (mr), mitral stenosis and death as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. A conclusive cause for the reported mr and mitral stenosis could not be determined. Although a conclusive cause for the reported patient effects, and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. Death was a result of procedural conditions. Based on information reviewed, a definitive cause for the mr, mitral stenosis could not be determined.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was provided: the increased mitral stenosis is related to the implanted mitraclip. Echocardiogram was performed on (B)(6) 2018 and noted mr of moderate to severe grade. Although the clip remained attached to both leaflets, the study physician has indicated that the recurrent mr may be related as an mr jet was noted at the side of the implanted clip. The mitral leaflets were noted to be thickened, likely due to rheumatism. Per study physician, the aortic regurgitation is a pre-existing condition. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for death. It was reported that on (B)(6) 2018, one clip was implanted, reducing grade 4+ functional mitral regurgitation (mr) to grade 2+. Post-procedure mean pressure gradient (mpg) was 1.4 mmhg. On (B)(6) 2019, transthoracic echocardiogram (tte) noted that the mpg increased to 9 mmhg and the mr was grade 3+. Per the study physician, the recurrent mr and mpg were not related to the implanted clip. No treatment was provided. On (B)(6) 2018, tte noted that the mpg increased to 14 mmhg and mr was grade 2+. Per study physician, the recurrent mr and mpg were not related to the implanted clip. On (B)(6) 2018, the patient was re-hospitalized with heart failure, related to aortic regurgitation. Medication was administered; however, the patient died on (B)(6) 2019, of causes related to cardiac failure. Per study physician, the heart failure and death were unrelated to the implanted clip. There was no additional information provided.